Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 16 patient samples tested for d-di tina-quant d-dimer (d-di). Of the data provided, 7 patient samples were erroneous and reported outside of the laboratory. The repeat results were considered to be correct. After the samples were repeated, corrected reports were sent. Refer to the attached data for patient results. No adverse event occurred. The d-di reagent lot number was 131379. The expiration date was not provided. The field service representative (fsr) identified bubbles on some of the samples. The customer was advised to check this before loading the samples onto the instrument. It was noted that the customer sometimes lifts the tube in the rack due to bar code reading issues. The fsr advised the customer against this as it could cause possible pipetting issues. It was also noted that many of the samples came from external laboratories in a secondary tube already frozen. The samples were thawed at room temperature and manually homogenized. Between the initial and repeat results the samples were refrigerated. Before the samples were repeated, the samples were centrifuged. The customer was advised to follow the instructions in product labeling making sure to centrifuge the samples prior to analysis if particles are observed. The last monthly maintenance was on 08/28/2016 with cuvette and lamp exchange. A possible root cause may be sample pipetting issues related to bubbles on the sample and also incorrect positioning of tubes in the rack.

Manufacturer narrative:
A specific root cause could not be identified. Quality controls were acceptable. Based on a review of the alarm trace, "abnormal probe sucking" alarms were produced on 08/25/2016 and 08/27/2016. The investigation states that the most likely root cause of the issue was a sample pipetting issue due to bubbles on samples and incorrect positioning of the tubes in the rack.